Event description:
Halyard brand sterile water for irrigation states on the product label: "osmolarity calv: 308 mosmo/liter". When I reached out to owens and minor, the parent company for halyard, their response was this: "thank you for getting in touch. Regarding your inquiry below, we've identified an error in the artwork as you initially suspected. I can confirm that the product indeed has a mosmol/liter reading of 0, and we are currently in the process of updating the artwork accordingly." There have been no negative impact to patients that I am aware of. Refer to additional documents in i2k.